Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as return of the device is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: item # 42502205601, lot # 63406412, femur trabecular metal cruciate retaining (cr) narrow porous. Item # 42530006401, lot # 64297416, natural tibia trabecular metal two-peg porous fixed bearing left size c.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, experienced pain post op that continued through her rehab. Patient underwent a manipulation approximately 2 months post op and x-rays images after the manipulation showed tibial tray loosening. Pain and stiffness continued and the loosening appeared to get worse, the patient was revised to convert the press fit construct to a cemented construct.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10. D4- (B)(4), (B)(4), (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a health care professional. Review found lucency along the tibial implant reflecting implant loosening. Femoral implant appears unremarkable. Bone quality appears mildly osteopenic. Alignment is maintained. Loosening of the tibial implant was confirmed; however, pain and stiffness cannot be confirmed. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.